Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The customer's reported problem was duplicated. Pin found broken off in lemo connector. The lemo connector and dso seal was replaced. Device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pin broken off in dose port. There was unknown patient involvement and unknown patient harm/adverse event reported.